Manufacturer narrative:
E1: patient city:(B)(6). Patient country: switzerland.

Event description:
Reference number (B)(4). Event occurred in switzerland. On (B)(6) 2024, it was reported that patient faced infusion set kinked cannula. Site of infusion set was abdomen. Infusion set was in use for 1 day. Patient replaced infusion sets and resumed insulin successfully. No further information available.